Manufacturer narrative:
Imdrf clinical signs code e2402 (appropriate term / code not available) has been selected. Since imdrf clinical signs code for paranoia is not available. E1: patient country: canada. Name: abbvie inc. Street: 1 north waukegan road. City: north chicago. State: il. Zip code: 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient had experienced over the last three days increasing paranoia and the patient cut the tubing in half and turned off the pump on (B)(6) 2026.